Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that according to the initial information, the instrument broke during surgery. Additional information received on june 13,2025: detailed event description received from kse korea: "toward the end of the surgery, during preparation for coagulation, cutting loop 011160-01 was being replaced with 011169-01.the procedure involved disconnecting a working element that was assembled with 27050sl and 27050xa. During the disconnection process, the rotating part of the 27050xa (inner sheath) was found to be torn. As a result, the tip of the cutting loop was caught in the sheath and broke off, causing device damage. To examine the surgical site, the endoscope was reinserted, and fragments of the torn sheath and the broken tip of the cutting loop were found inside the bladder. During the removal of these fragments, an injury occurred, resulting in a bladder tear." It was furthermore stated that the patient was immediately transferred (B)(6) hospital and is reported to be in stable condition.